Event description:
It was reported that the customer was hospitalized with a low blood glucose reading of 20 mg/dl. Prior to the hospitalization, the customer had boarded a plane with a blood glucose reading of 140 mg/dl. Once on board the customer ate a meal. While talking to his neighbor, he blacked out. After regaining consciousness, the customer could not follow the flight crew's instructions. The flight crew noticed that he was wearing an insulin pump. They removed the reservoir, then pushed on the reservoir plunger, delivering all of the insulin into his body. The customer passed out again and could not be awoken by the paramedics. The customer was taken to the hospital and treated. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.